Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022 at 8 o'clock in the morning, the nurse replaced the needle-free connector of the deep venous catheter. Before connecting, he used a syringe to connect the needle-free closed infusion connector. When exhausting, he found that there was leakage at the separation membrane of the connection port and the plastic material walls on both sides.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2022 at 8 o'clock in the morning, the nurse replaced the needle-free connector of the deep venous catheter. Before connecting, he used a syringe to connect the needle-free closed infusion connector. When exhausting, he found that there was leakage at the separation membrane of the connection port and the plastic material walls on both sides.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.